Event description:
It was reported the patient presented post-implant procedure. During device checks, it was discovered the atrial leadless pacemaker (lp) exhibited poor capture threshold. An x-ray confirmed the lp had dislodged a branch of the right pulmonary. The lp was explanted and replaced. The patient was in stable condition.